Event description:
Caller alleged discrepant inratio results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.5, lab: 1.2. Less than 2 hrs between testing on meter and lab draw. Pt self tester went to the hospital because she was blacking out during church. Pt was given lovenox after inr=1.2 reading at hospital. Pt has been using the inratio meter for approx 3 yrs.

Manufacturer narrative:
Pt has anemia and hypothyroidism. Pts current health condition may contribute to unexpected inr result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 2.5, reference: 1.2, mean: 1.85, confidence limits: 1.2-2.3. The mean of the inratio meter and comparative system inr were calculated. Inratio value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the compliant investigation. As of (B)(6) 2011, no product was returned nor strip lot info provided. Unable to perform in-house investigation. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned and no strip lot number was provided. Unable to pursue add'l investigation w/o add'l info. Root cause could not be determined based on the limited info provided by the customer. No lot number was provided. The issue will be subject to tracking and trending. Corrective action not required at this time.